Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that a ventilator fail message was displayed during a case and automatic ventilation stopped. There was no injury reported.

Manufacturer narrative:
A draeger service technician evaluated the device on site and determined that a broken hose connector inside the ventilators pneumatic was the root cause for the reported event. The resulting leakage caused a drop/loss of membrane vacuum which is required for auto ventilation. The fabius detected the pressure drop and responded as specified by shutting down automatic ventilation and generating a corresponding visible and audible ventilator fail alarm. In such case manual ventilation and monitoring remain available to continue the case. This type of failure is covered by the risk management report and consequently the amount of occurrences is within the expected range.

Event description:
Please refer to the initial-report.